Event description:
Employee reports pt reporting poor efficacy. A catheter x-ray was performed. The radiologist was able to aspirate 2cc's out of the catheter access port but the 2cc's of dye he attempted to inject "came right back out of the access port." The catheter was found to be twisted and was subsequently revised. The hcp did not have a reported outcome yet. A follow up report will be sent when additional info is obtained.